Manufacturer narrative:
The computer was returned to the manufacturer for evaluation and no fault could be found. The system was powered on and booted normally multiple times. The apps launched normally and navigated normally. There were no hard disk drive (hdd) or ram errors reported. The system passed all required system testing.

Event description:
A medtronic representative reported that outside of a procedure, while prepping for a case later in the week, the site experienced an unexpected shutdown when attempting to use the ear, nose and throat (ent) software. It was possible to use the cranial software without issue. While testing the system, several unresponsive issues were experienced and another unexpected shutdown. The computer was recently replaced. There was no patient present when this issue was identified.

Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.